Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter will not produce EKG waveform. The customer tried multiple lead sets; however, the issue remained. There was no patient injury reported. Investigation summary: the repair center evaluated the returned unit and found no signs of damage or fluid intrusion. The unit was tested for over a week and the reported issue could not be duplicated. All functionality tests performed without issue; therefore, a definitive root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this gz transmitter will not produce EKG waveform. There was no patient injury reported.

Event description:
The customer reported that this gz transmitter will not produce EKG waveform. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this gz transmitter will not produce EKG waveform. The customer tried multiple lead sets; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/29/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 02/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.